Event description:
Revision surgery due to infection.

Manufacturer narrative:
The agent reported, this surgery was performed because the patient had an infection. Surgeon performed an incision and drainage followed by swapping out the glenosphere, spacer, and poly. Male 57. Complaint has been evaluated and is similar to report number 1644408-2023-00932; 509-01-440, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.